Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with an incomplete flap on a patient¿s right eye. Flap was attempted to be lifted. Lasik procedure was aborted. A soft contact lens was placed on the right eye temporarily. The patient will have photo refractive keratectomy (prk) at a later date. Additional information has been requested.

Manufacturer narrative:
An incorrect method code was reported on manufacturer report number 2021-47002 and the correct code is being reported on this manufacturer report. Conclusion code 11 was excluded from the initial medical device report and has been included on this supplemental report. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).